Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3093599 (mfg. 09/2015) showed (B)(4) units were mfg. Tested, inspected and released. There were no exception documents generated during the lot build. Findings: the involved 42648-06 monitoring kit was not returned for analysis and confirmation. Cause of the reported event/product issue are unknown. Device not returned.

Event description:
Medsun # (B)(4) received concerning multiple component issues (withdrawal/breakage) with use of 42648-06 transpac IV mtg. Kit. The medsun report describes the (B)(6) 2015 event as follows "nurse was priming a new art line tubing. After hooking it up to the patient, she noticed the waveform was dampened so she tried to pull back the plunger/reservoir. Could not get any blood return so repositioned the patient's wrist and pulled back the plunger again. Then noticed a lot of air in the reservoir but not in the tubing. The plunger/reservoir was broken so only the plastic part of the plunger pulled back, but the suction device stayed in place and was not pulling back the blood. No blood ever made it to the reservoir. The patient was not harmed." Additional event information and device return status although requested as of this date has not been provided.